Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, it was noted that the knob of the steerable guide catheter (sgc) was not useful and caused difficulty in moving the device. In result, the clip was unable to grasp and capture the leaflets well. It was also noted that a chordal rupture had occurred. No clip was implanted and the patient was converted to surgery.

Manufacturer narrative:
Na.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement associated with knob slippage. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided and the returned device analysis (unable to confirm the reported issue), a cause for the reported knob slippage cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, it was noted that the knob of the steerable guide catheter (sgc) was not useful and caused difficulty in moving the device. In result, the clip was unable to grasp and capture the leaflets well. It was also noted that a chordal rupture had occurred. No clip was implanted and the patient was converted to surgery.